Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/19/2024, it was reported by a sales representative via (B)(4) that an ar-1204d bio-tenodesis screw drill, 4.0 mm (from a loaner set rar-7000s under order (B)(4) was not properly fitted through either coracoid drill guide guide ar-7000-17 or ar-7000-07. It appeared there was a defect in the drill ar-1204d, causing metal shavings to spew out of the drill guide. No drill pieces broke inside the patient, and the case was completed successfully. This was discovered during a latarjet procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 3/25/2024: it appeared the metal shavings were coming off of the guide, but neither the guide nor the drill broke. The case was completed using an ar-1204d bio-tenodesis screw drill. There was no report of adverse effects on the patient or delay in the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Yes. Investigation overall summary: based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is damage to either the mating part or the drill, which causes the device to interact and shave the metal. The complaint allegation was confirmed based on the customer's attached video, where friction is observed when the drill attempts to set inside the mating instrument.